Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: defective internal clock battery and a dim, faded, discolored display.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed records from 3/22/2013¿ 3/30/2013. The records revealed one occurrence of the time and date resetting on (B)(4) 2013 at 12:20 to 12:10 = 10 minutes. The battery cap that was returned with the pump for investigation was not able to be fully tightened onto the pump due to the threads on the battery cap being stripped. Using the damaged battery cap during testing, a power loss was duplicated. A test cap was then used on the pump for testing and was able to be fully tightened to the pump. The pump was then exercised for 24 hours with no power loss or battery-related warnings duplicated. The pump was opened for investigation and revealed no moisture inside the pump. The internal clock battery on the printed circuit board was found to be leaking. The display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.